Event description:
The initial reporter questioned the results of "many tests" on a cobas 6000 c501 module. Discrepant results were provided for 1 patient sample tested for glucose. The unit of measure was not provided. The initial result was 2.1. The repeat result was 6.0.

Manufacturer narrative:
The glucose reagent lot number with expiration date was not provided. The field service engineer (fse) replaced a broken cell rinse tube used to aspirate the sodium hydroxide (naoh) detergent. The service actions resolved the issue. The investigation determined the event was due to a maintenance issue.